Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after a recent supply change, with a fingerstick of 342 mg/dl and cgm values trending from 320 mg/dl down to 205 mg/dl; no leaking or moisture was observed, corrections were delivered, and the user later planned a full supply change with assistance. Symptoms included hyperglycemia without additional reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.